Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 154 mg/dl (strip lot 475740) and 79 mg/dl (strip lot 475764). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.